Event description:
It was reported that at implant the lead was attempted but replaced due to poor patient anatomy. A smaller lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.